Manufacturer narrative:
Hospital/medical records and medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records will not be performed. The device has not been returned to the manufacturer for evaluation. Review of medical images and investigation of the reported event is currently underway. Medical record review: the patient with history of lupus and bilateral pulmonary emboli was admitted to the hospital and scheduled for inferior vena cava (ivc) filter placement. The right internal jugular vein was accessed and an inferior vena cava venogram identified the level of the renal veins. The ivc filter was deployed in the inferior vena cava and repeat venogram images were obtained. The delivery sheath was removed and exchanged for a quad-lumen catheter. The patient was transferred in stable condition. The patient was discharged approximately seven days post hospital admission. Approximately six years two months post filter deployment, lumbar x-ray demonstrated an ivc filter in place with mild tilting. Approximately two weeks later, the patient presented for evaluation of the tilted filter causing abdominal pain. The physician reviewed a CT scan and did not think the symptoms were due to the filter, and did not think the filter needed to be removed, even if possible. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported at some time post vena cava filter deployment, allegedly the filter was tilted and embedded in vena cava wall. The patient allegedly experienced pain in the area of the filter. There were no reported attempts made to retrieve the filter.

Manufacturer narrative:
Manufacturing review: the device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately six years and two months post filter deployment, lumbar x ray with spine 2 or 3 views was performed for the patient with filter on right which revealed that inferior vena cava filter was in place and mild tilting was identified. Approximately two weeks later, the patient presented for evaluation of the tilted filter causing abdominal pain. Per the provided medical records, the filter was not removed. Around one year and eight months after filter tilt evaluation, the patient was reported for chronic right sided abdominal pain and the medical records relates to filter which has punctured the vena cava and that pain was unchanged. Therefore, the investigation is confirmed for filter tilt and perforation of vena cava. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that some time post vena cava filter deployment, allegedly the filter was tilted and embedded in vena cava wall. The patient allegedly experienced pain in the area of the filter. There were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the device was not returned for evaluation. However, images and medical records were provided and reviewed. Approximately six years two months post filter deployment, lumbar x-ray demonstrated an ivc filter in place with mild tilting. Images provided show the filter removed; the medical records provided no information regarding a retrieval attempt. Therefore, based on the images and medical records the investigation can be confirmed for a tilted filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: movement, migration or tilt of the filter are known complications of vena cava filters. Filter tilt, filter malposition. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted.

Event description:
It was reported at some time post vena cava filter deployment, allegedly the filter was tilted and embedded in vena cava wall. The patient allegedly experienced pain in the area of the filter. There were no reported attempts made to retrieve the filter.